Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient was given oral antibiotics and the infection has resolved over time.

Manufacturer narrative:
(B)(4). The complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient had a scs system for off-label use. It was reported the patient was admitted to the hospital due to staph aureus at the lead site which was confirmed by culture test. As a result, the patient's system was explanted on (B)(6) 2015.